Manufacturer narrative:
Initial reporter address: (B)(6).

Event description:
It was reported that burr detachment occurred. A 1.25mm rotapro was selected for use during a percutaneous coronary intervention (pci) procedure. During procedure, the rotapro burr detached and the devices were removed including the detached burr by pulling all device together with the rotawire. The procedure was completed successfully with another of the same device. There were no patient complications reported and the patient's status post procedure was good.